Event description:
It was reported that the pump segment has ballooned . No report harm to patient and the channel did alert nursing team.

Manufacturer narrative:
The photo provided by the customer shows a bulge/balloon in the silicone segment tubing near the upper portion of the upper fitment. The root cause for this event could not be determined.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that the pump segment has ballooned. There was no reported harm to the patient.